Manufacturer narrative:
(B)(4). Date sent: 9/11/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: during which firing stroke did the device block (1st, 2nd ,3rd, or 4th)? Unknown. Was the device locked on tissue with the jaws closed? Unknown. Did the jaws eventually open? No. What was the product code of the cartridge (gst60g, ecr60g)? Unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during a gastric bypass, device was blocked in the middle of the operation, they returned the knife, but they never arrived to reopened the device, so they must take a new one.